Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the joystick is intermittently working, if the consumer bumps the joystick cord functionality will go in and out.